Manufacturer narrative:
Bayer case number: (B)(4) malpositioned essure coils [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure coils") in a female patient who had essure inserted. Concurrent conditions were listed as adenomyosis and postmenopausal bleeding. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: normal appearing external genitalia. Freely mobile 8-week size anteverted uterus. No fullness to adnexa bilaterally. Normal appearing cervix normal appearing fallopian tubes bilaterally. Normal appearing uterus. Normal appearing ovaries bilaterally. Left sided bowel adhesions to the adnexa, taken down sharply. Normal appearing liver surface, gallbladder, stomach, exposed large and small bowel, appendix. No abdominal/peritoneal implants or other lesions. Normal appearing bladder. Overall mucosal surface was smooth without evidence for trauma. Ureteral openings were singular and in the normal anatomical location. Ureteral effluent noted bilaterally. There were no visualized abnormalities of the urethra. [Pathology test] on (B)(6) 2023: diagnosis: uterus with cervix, bilateral fallopian tubes, resection: negative for malignancy. Fallopian tubes: essure coils/see gross exam; benign para tubal cysts. Cervix: unremarkable. Endometrium: atrophic, weakly proliferative, and disordered proliferative patterns. Myometrium-serosa: adenomyosis clinical history / preoperative diagnosis: postmenopausal bleeding; malpositioned essure coil. Specimen received: uterus, cervix, bilateral tubes, essure coils, 78.4 g. Gross description: uterus, bilateral tubes, cervix, essure coil a hysterectomy specimen with attached. Bilateral fallopian tubes. The endometrial cavity reveals a protruding essure coil from the right cornua, with a 1.3 x 0.4 cm exposed. Segment. The remaining essure coil is indeed into the right cornua and proximal segment of the tube. The left cornua and fallopian tube contain a separate essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Malpositioned essure coils [device dislocation]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned essure coils") in a female patient who had essure inserted. Concurrent conditions were listed as adenomyosis and postmenopausal bleeding. On an unknown date, the patient had essure inserted. On an unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: normal appearing external genitalia. Freely mobile 8-week size anteverted uterus. No fullness to adnexa bilaterally. Normal appearing cervix normal appearing fallopian tubes bilaterally. Normal appearing uterus. Normal appearing ovaries bilaterally. Left sided bowel adhesions to the adnexa, taken down sharply. Normal appearing liver surface, gallbladder, stomach, exposed large and small bowel, appendix. No abdominal/peritoneal implants or other lesions. Normal appearing bladder. Overall mucosal surface was smooth without evidence for trauma. Ureteral openings were singular and in the normal anatomical location. Ureteral effluent noted bilaterally. There were no visualized abnormalities of the urethra. [Pathology test] on (B)(6) 2023: diagnosis: uterus with cervix, bilateral fallopian tubes, resection: negative for malignancy. Fallopian tubes: essure coils/see gross exam; benign para tubal cysts. Cervix: unremarkable endometrium: atrophic, weakly proliferative, and disordered proliferative patterns. Myometrium-serosa: adenomyosis clinical history / preoperative diagnosis: postmenopausal bleeding; malpositioned essure coil specimen received: uterus, cervix, bilateral tubes, essure coils, 78.4 g gross description: uterus, bilateral tubes, cervix, essure coil a hysterectomy specimen with attached bilateral fallopian tubes. The endometrial cavity reveals a protruding essure coil from the right cornua, with a 1.3 x 0.4 cm exposed segment. The remaining essure coil is indeed into the right cornua and proximal segment of the tube. The left cornua and fallopian tube contain a separate essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.